Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a reactive axsym havab 2.0 result on a specimen that repeated negative. The specimen was sent to a reference laboratory which tested anti-hav negative. The reactive axsym havab 2.0 result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No returns were available to be tested in this investigation. The investigation team has completed an investigation and the results are as follows: testing of a retained sample (reagent kit stored at abbott laboratories) of axsym havab 2.0 reagent, lot number 61079lf00, met package insert claims; index calibrator and the controls showed values within range. Additional 10 replicates of negative control have been tested instead of the unavailable patient samples. Each replicate of index calibrator, negative and positive control met package insert claims and obtained values were within typical ranges. The %cv for the negative control is 3.88 % and comparable to variation according to package insert. No invalid or erratic result was obtained. There is no indication that the precision is adversely affected. As part of this investigation a review was performed of the complaint and manufacturing records for axsym havab 2.0 reagent, lot number 61079lf00. This review did not identify any problems relating to the account's observation. Based on this investigation, it is determined that axsym havab 2.0 reagent, lot number 61079lf00, identified in this complaint, is performing acceptably. Additionally, samples with s/co values greater than 3.000 are invalid and must be retested after centrifugation at a relative centrifugal force of 10,000 x g for 10 minutes. This is a final report.